Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
The addendum to the implant manual of kora pacemakers provides the conditions under which the patients can undergo an MRI examination. The reporter stated that, among these conditions, the maximum value of the gradient amplitude might be erroneous.

Manufacturer narrative:
It was confirmed that the maximum value of the gradient amplitude reported in the addendum to the implant manual of kora pacemakers is correct.

Event description:
The addendum to the implant manual of kora pacemakers provides the conditions under which the patients can undergo an MRI examination. The reporter stated that, among these conditions, the maximum value of the gradient amplitude might be erroneous.

Event description:
The addendum to the implant manual of kora pacemakers provides the conditions under which the patients can undergo an MRI examination. The reporter stated that, among these conditions, the maximum value of the gradient amplitude might be erroneous.